Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's family reported via phone call that the customer had high blood glucose. Customer's blood glucose was 415 mg/dl. During troubleshooting, insulin did exit with manual prime. Device passed the high pressure test. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump also passed self-test, the rewind, basic occlusion, prime and displacement test. However, the pump was received stuck in the motor error loop during bolus/basal delivery. Analysis was unable to verify low reservoir alarm or air bubble due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.